Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device exhibited a two year battery depletion rate in three months. Technical services reviewed the case information and stated that likely the rate of accelerated depletion was due to the sensing and tracking of patent's atrial rate. It was recommended this feature be turned off, so as to stabilize battery consumption and the device is to be rechecked at the next follow-up visit.